Event description:
A malfunction alarm occurred, identified as malf 13, leading the customer¿s blood glucose level to exceed 500 mg/dl. The customer took corrective action by administering a correction injection via mdi. Technical support was contacted and arranged for a replacement insulin pump to be sent, along with instructions for returning the faulty pump to tandem. The customer was advised on using a backup insulin pump to ensure ongoing insulin delivery and was informed about the updated software on the replacement pump.